Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited noise. No changes or intervention was reported. The patient condition is unknown.